Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 600mg/dl due to not bolusing for over an hour after the incident. Customer was fine after bolusing and declined to troubleshoot the high blood glucose. No further details given.